Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report detached sensor wire on (B)(6) 2014. Patient's mother stated she removed transmitter from sensor pod while it was still on patient's body and after poking at sensor pod, sensor wire detached from pod. Patient's mother inserted sensor in patient's arm which is not an approved site and removed transmitter from sensor pod, while still attached to patient's body, against user guide recommendations. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.